Event description:
During a tah procedure, the device was clamped into a pedicel. First attempt no coagulation observed, surfeon released pressure on the ratchet and coagulated a second time next to the first site, then cut the tissue. Bleeding was seen at site. Surgeon then used clamps and sutures to effect a seal and control bleeding. Case was completed using sutures. No pt harm reported.